Event description:
This is a patient with multiple gastric angiodysplastic lesions that were bleeding and who underwent an upper gi endoscopy and coagulation for hemostasis. The probe was cleaned several times during the procedure. At some point, it appeared the end of the probe pulled out of the device. The probe was removed and replaced. There was no patient harm.